Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 32mm tricuspid annuloplasty ring, the ring was explanted and replaced with a 33mm bioprosthetic valve. The patient had residual moderate regurgitation and it was noted that there was no problem with the product. No additional adverse patient effects were reported.